Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. There was a concern the lead was fractured. It was reported the patient does not require atrial pacing. The physician elected to reprogram the device versus replacing the lead. The device was reprogrammed to vdd, however ventricular paced events were observed on the atrial channel. Pacemaker mediated tachycardia (pmt) was then observed. Boston scientific technical services (ts) discussed programming options and the device was successfully reprogrammed with no further oversensing or pmt observed. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.